Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable infusion pump for non-malignant pain, and post lumbar laminectomy syndrome. It was reported that the first pump "broke" and the healthcare professional (hcp) blew it off and stated that nothing was wrong. The consumer reported that the medication was draining out into the patient's body and stated that the amount of medication leaking out would fluctuate. No symptoms were reported. No further complications were reported.